Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 as a placeholder for e2301 alteration in body temperature/ code not available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into an off-label insertion site, on (B)(6) 2026. On (B)(6), around 12:30 pm, the patients husband noticed cgm alarms sounding for low reading (just "low") and was unable to wake the patient up. The husband called 911. Ems arrived at approximately 12:45 pm and the patient was still unresponsive. Upon arrival, ems took bgm which showed 39 mg/dl. The patient was treated with IV fluids. After approximately 10¿15 minutes, the bgm increased to 101 mg/dl and the patient regained consciousness around 1pm. The patient experienced symptoms including light-headedness, feeling ¿wonky,¿ cold sensation, fatigue, tired, and mental cloudiness. The patient ate peanut butter sandwich and a glass of milk that brought her reading up to 139 mg/dl in bgm. The cgm continued to display ¿low". Ems left after 45 minutes. The patient was reported to be stable and improving. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the a zone of the parkes error grid was taken at the time the patient experienced the symptoms. The reported glucose values fall within the c zone of the parkes error grid was taken after treatment. No additional patient or event information is available.

Event description:
The reported glucose values fall within the a and b zone of the parkes error grid was taken at the time the patient experienced the symptoms.

Manufacturer narrative:
B2 outcomes attributed to adverse event/ remove life threatening - correction b5 describe event or problem - correction to the following statement in the initial MDR, "the reported glucose values fall within the a and b zone of the parkes error grid was taken at the time the patient experienced the symptoms h2- correction h6- correction